Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid adapter between the clave port and the secondary port of the cassette was completely torn off. There are white drag marks indicating the use of force on the set. Hospira has completed a formal investigation to address this issue. According to investigation thr roto cause of these events is that the design controls for this design of the cassette with semi rigid adapter configuration did not considered the user needs neither the cassette with clave directly bonded to the secondary port of the cassette which was considered the solution for the complaints leaks and broken claves in the semi rigid adapter configuration. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the semi-rigid adapter of the clave secondary port. The primary tubing wet was being used to deliver saline. The customer contact reported that during set up prior to patient use, the nurse connected the male adapter of a secondary tubing set to the clave port on the cassette of the primary tubing set. At that time, the semi-rigid adapter of the clave secondary port on the cassette of the primary tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional details were provided.